Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: the following allegations have been investigated: sob, vc perforation no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges perforation. Per CT, (B)(6) 2018: " inferior vena cava filter as above, which is tilted with perforation of the struts through the inferior vena cava wall."

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/30/2017 as follows: patient received an implant on (B)(6) 2010 via the right common femoral vein due to risk for deep vein thrombosis and pulmonary embolism. Patient experiences device tilt, embedment and that the device is unable to be retrieved. Patient is alleging pancreatitis, stomach issues, esophagitis, fatigue, leg pain and shortness of breath due to the device. Retrieval was attempted on (B)(6) 2013 and another alleged retrieval attempted on (B)(6) 2014.

Event description:
Additional information has been received which alleges an additional failed filter retrieval attempt (B)(6) 2022 with a subsequent successful, complex, percutaneous retrieval the same day. Patient is additionally alleging device fracture, deep vein thrombosis (dvt), stenosis, post-thrombotic syndrome, and caval thrombosis. Patient notes and further alleges experiencing stomach inflammation, depression, and a hospitalization for pancreatitis (B)(6) 2016. Per an ultrasound (us) right leg: "impression: occlusive dvt of the right common iliac, common femoral, deep femoral, femoral, and popliteal veins. Nonocclusive dvt of the right posterior tibial vein". Per a computed tomography (CT) abdomen/pelvis: "infrarenal ivc filter in place with multiple extraluminal struts, one of which likely abuts the duodenum". "Impression: 1. Occlusive thrombus involving the visualized portions of the right common femoral, external, internal and common iliac veins. This appears similar to prior lower extremity venous doppler. No ivc thrombus. 2. Narrowing of the left external iliac vein with likely peripheral calcifications and collateral vessels in the anterior pelvis suggest chronic left iliac thrombus. 3. Infrarenal ivc filter with extraluminal strut extension. Recommend interventional radiology referral. Per an interventional radiology (ir) venogram with tpa thrombolysis: "the filter has a known fracture. The patient's developed right leg swelling with dvt...". "The ivc is widely patent and contrast freely flows to the patient's filter. The filter leg fracture was noted on the fluoroscopic imaging". "Impression: right lower extremity deep venous thrombosis that was seen on the previous CT scan. Successful placement of a 50 cm 5 french infusion catheter...". Per a venogram right lower extremity: "the patient has a known fractured selectively filled to this been in place for 10 years and is not obstructed". "Impression: successful right lower extremity tpa thrombolyzes [sic] with balloon dilatation and right iliac vein stenting, as described above. Overall there was a good angiographic result with patent in-line flow in no significant residual thrombus identified". Per a CT chest: "infrarenal ivc filter with multiple strut penetration and filter tilting which is better described on the cavogram from (B)(6) 2021". Per the successful inferior vena caval (ivc) filter removal: "scout film of the abdomen demonstrates the patient's cook celect filter to be mostly intact with a fracture of one of the main legs, seen posteriorly, likely adjacent to the spine". "A contrast inferior venacavogram was performed. This demonstrated no evidence of thrombus in the ivc. Endovascular forceps were originally used to grab the top of the filter and remove it from the wall of the inferior-vena-cava. Due to the embedded hook and neck of the filter retrieval was somewhat difficult. After the filter was manipulated attempts to snare the filter were unsuccessful. Finally after the nose of the filter was disengaged from the ivc wall the forceps were used to grab the nose in the filter was removed through the sheath". "... Venography was performed demonstrating the previously placed iliac vein stent to be widely patent with the ivc also being unremarkable. There is a small 1 cm fractured leg that is within the soft tissues and not amenable to percutaneous access. This small fragment of the filter leg was fractured prior to the procedure and has no risk for distal migration into the heart or lungs (extravascular) and is unlikely to cause the patient significant symptoms or further complications".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h11 - the investigation results dated 08may2019, submitted in follow up number 3, were incomplete and are listed below: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported sob is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, but the celect filter is manufactured and inspected according to controls. Additional information: b1, b2, b5, b6, b7, d6b, h1, h6 investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, deep vein thrombosis (dvt)/caval thrombosis, stenosis, post thrombotic syndrome (lower extremity pain/swelling), complex retrieval, stomach inflammation, depression. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported stomach inflammation and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, but the celect filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, embedment, unable to remove, pancreatitis, stomach issues, esophagitis, fatigue, pain, sob'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pancreatitis, stomach issues, esophagitis, fatigue and leg pain, is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.